Manufacturer narrative:
The returned sample was inspected at the manufacturing site under 10x microscope magnification. Visual inspection revealed that the lens had a torn optic and one distorted haptic. The lens appeared to have evidence of debris, compatible with handling, such as during the implant and explant process. Based on the manufacturing record review, all process operations presented in the manufacturing record from generation to boxing for this serial number were within specifications and in compliance. No deviations or non-conformances (ncr) related to the customer claim were generated. A review of the raw material / manufacturing procedures in change control system does not show any change in manufacturing method, inspections and/or specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4) - incision enlargement. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was fully inserted in the patient's left eye when the doctor noticed the lens was cracked. The doctor removed the lens within the same procedure; however, an incision enlargement to remove the lens was required. No reported patient complications or injury were reported and the patient was doing fine post operatively.